Event description:
The user facility reported that during a colonoscopy procedure a clip that was used on a previous pt was expelled through the tip of the same colonoscope and fell into the pt. It is unk if the clip was retrieved from the pt. The procedure was completed with the same deice. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The internal channels of the device was examined with the use of a borescope and rigid telescope and found minor scrapes and scratches in the biopsy channel near the distal end. There was yellowish residue build-up in the suction cylinder unit. The device passed the leak test. There were nicks and dents noted on the distal end cover. There were broken frayed wires on the bending section mesh. The device was serviced and returned to the user facility. An olympus endoscopy support specialist (ess) offered a reprocessing in-service to the user facility, but has not heard back from the user facility. The exact cause of the user's experience could not be conclusively determined, but insufficient cleaning of the device could not be ruled out as a contributory factor to the reported event.